Event description:
The customer reported that the device displayed the ac loss alert warning and the ac mains light was not illuminated. The reported problem is indicative of a failure that would result in the device operating on battery power only. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The root cause of the reported problem was determined to be due to electrically shorted fet transistors on the power supply module portion of the power supply assembly. A replacement device was provided to the customer.